Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 385 mg/dl and an insulin injection was administered to address bg. Pump system check with tandem technical support found air bubbles in the tubing. Customer primed the tubing until the air was removed.